Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H3, h6: there are no damages visible at the received drill guide. The device is in a good condition with some very slight wear marks at the forefront of both sleeves. A functional test with a at the cq departments available 2.5mm drill bit was performed. It was possible to insert the drill bit into both sleeves without any issues. The drill bit can be easily inserted and turned, the complained malfunction of "drill bit could not be inserted" cannot be replicated. Dimensional inspection: checked dimensions with caliper 3-01-20766 neutral sleeve per drawing se_691455_a: inner diameter below the groove. Specification 2.6mm +/-0.05 / measured: 2.59mm = pass. Excentric sleeve per drawing se_691454_a: inner diameter below the groove. Specification 2.6mm +/-0.05 / measured: 2.58mm = pass. The complaint is unconfirmed as the complained malfunction of "drill bit could not be inserted" cannot be replicated. No functional issue could be identified at the received drill guide. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Part: 322.320. Lot: l947816. Manufacturing site: (B)(4). Release to warehouse date: 02.aug.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgical procedure was successfully completed with a five (5) minute surgical delay. Patient status is good.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a drill bit could not be inserted into a drill guide for dynamic compression plate (dcp) on (B)(6) 2019. It was unknown where the issue occurred. Surgical procedure and patient involvement were unknown. This report is for one (1) 3.5mm dcp® drill guide neutral & load. This is report 1 of 2 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, a drill bit could not be inserted into a drill guide for dynamic compression plate (dcp). One hole for diameter 6.5 mm of the drill guide was narrow and could not be used with the drill bit. It was unknown if there was a surgical delay. The surgeon used a new air hand piece instead of collibri ii. The procedure was successfully completed with a 5 minutes surgical delay. Patient status is good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. H11 corrected data: b3; b4 g4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is february 2, 2019.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.